Event description:
It was reported that there was noise present on the right atrial (ra) channel which had the appearance of myopotential. The noise was reproducible with some physical movement (patient reaching left hand to their right side). The ra threshold had also increased from 0.9 v to 1.2 v. Inappropriate atrial tachy response episodes were stored due to the noise. The ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).